Event description:
The customer reported the system displayed image quality problems. No pt injury was reported.

Manufacturer narrative:
The ge service rep was unable to duplicate problem. Boards were reseated as a precaution. System performed as intended.